Manufacturer narrative:
Na.

Event description:
The event occurred on an unspecified date. It involved a customer allegation against a device that does not hold the charge. Device testing found multiple n56 (replace battery) alarms in the alarm history log, as well as the device failed self-test alarming n56. The complaint was confirmed. A new battery was installed and the device was powered on a/c (alternating current) and d/c (direct current) without issue. The probable cause is related to a defective battery. There is a known software issue in version 15.02.00.008 that when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.